Manufacturer narrative:
The suspected product was returned for evaluation. Visual inspection and functional testing was carried out. Event history log was reviewed. Upon visual inspection top case, bottom case, right plunger case was found damaged. The reported event is verified as the travel reverse error is found in the history. The device is repaired by replacing the left and right clutch, clutch spring, worn gear, worn coupling and motor. Replaced the top and bottom cases and right plunger case and ac cord retainer because they are cracked. The pump is calibrated and greased and reset to standard configuration. The main cause of the reported event was the worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing and is fully operational.

Event description:
It was reported that a medfusion 4000 syringe infusion pump had travel reverse error. This error could lead to an interruption of therapy. There was unknown patient involvement, and no patient harm reported.